Event description:
Reporter stated that pt obtained a blood glucose result of 455 mg/dl, while using the suspect device. Less than 10 minutes later, pt's blood glucose was reportedly retested, on a nurse's device, with a result of 115 mg/dl. Reporter indicated that pt did not take any action based on the value obtained on the suspect device. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.